Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation also found kinks and knot on the cable. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that their hd autoclavable camera head doesn¿t show a picture. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to a faulty image. The cause of the defective cable could not be identified. The instruction manual for endoscope described the following: "warning" " follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image." "Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." "Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." " make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction." " never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." "Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable." Olympus will continue to monitor field performance for this device.